Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles coming from the cartridge during fill tubing. Recommendation was made for the user to continue fill tubing to remove air bubbles. Reportedly, the user was not aware to remove air from the cartridge prior to filling it with insulin. The user's blood glucose (bg) level was 356 mg/dl in the morning. The bg level was addressed with a bolus via the pump.